Manufacturer narrative:
It was reported that the the unit allegedly caused a 1st degree burn to patient during stim treatment. After performing functional and electrical testing, the technician was unable to duplicate the reported complaint. The product met manufacturer specifications. Possible root causes include moisture or misapplication of the electrodes.

Event description:
It was reported that the the unit allegedly caused a burn to patient during stim treatment.